Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system had the white filter missing from the cannula. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 7241657. Our records show the reported lot was manufactured in october of 2017; according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. We were not able to associate the reported defect to the manufacturing process. Bd will continue to monitor this issue. Based on the risk priority number and trend not confirmed, no CAPA was opened since this issue could not be confirmed as manufacturing related already than no sample or photo was returned for evaluation.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system had the white filter missing from the cannula. There was no report of exposure, injury, or medical intervention.